Manufacturer narrative:
UDI: gtin is unavailable as the product was made prior to compliance date; (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the medium attachment device had heat. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the attachment exceeded the maximum allowable temperature of 118 degrees fahrenheit. (Actual temperature reported was 125 degrees fahrenheit). Therefore the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from exposure to organic debris and materials which led to corrosion which is normal component wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.